Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter would not work occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter would not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.